Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spacticity related to spinal cord injury. Four years later, in 2001, the low battery alarm was heard during a refill procedure. The pt had a history of autonomic dysreflexia and intrathecal baclofen withdrawal. The pt underwent a pump replacement in 2001. The hcp could not aspirate csf from the catheter access port and a priming bolus was not programmed due to fear of overdose. Oral baclofen was tripled from 10 mg qid to 30 mg qid. A 50 mcg bolus was given through the pump and the daily dose was increased from 380 to 400 mcg/day. The pt's family called the next morning, on the event date, to report the pt had a fever of 102. Later that morning, they reported fever to 104, hypertonia, and altered mental status. The pt was instructed to go to the ER. The hcp asked to be notified when the pt arrived in the ER, although this did not happen. In the ER, the pt's fever was at 106, the pt was somewhat responsive, and ER worked the pt up for sepsis/meningitis. The hcp was preparing to do further bolusing of lioresal when the pt went into cardiac arrest. He could not be resuscitated and the pt died in the evening of the event date.